Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient death occurred and while they did not allege a product malfunction, the customer called with a request for detailed information about the alarms that occurred prior to the death of the patient and response to alarms from the audit log. Since use of the device could not be ruled out as a factor in this patient incident, the device may have been a contributing factor and is therefore considered as such.

Manufacturer narrative:
The customer contacted the customer care solutions center for remote support. No onsite evaluation of the product was requested or provided. The customer stated that at the time of the death of the patient, they would like to know if alarms involving cardiac activity were displayed. The customer collected audit log data and submitted for review to technical representative. The log data for bed d-809 was provided back to the customer at which time it was indicated that a large number of vtach, nbp and apnea alarms occurred and no errors in the alert performance of the system was identified. The customer was informed that 3 minutes before the patient expired, a vtach alarm was provided. The logs indicate that high heart rate, low heart rate and vtach alarms occurred between 00:48 and 00:53. A user acknowledged alarms at 00:52:48 at the central monitor. No malfunction occurred. The customer did not allege a malfunction and though requested, it was not confirmed whether or not the customer thought the device played a role in the death of the patient. The customer was shown that this can be accessed in the future on his own if needed. The customer was satisfied with the results provided. The device is considered to be in use.